Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the device functions to be as specified. The returned data have been analyzed. The analysis revealed that the clinical observation resulted from a battery impedance higher than expected, triggering , by design, a warning message to alert the user. However, the current consumption was found to be normal. Based on the information available for analysis, the root cause of this observation was not determinable and requires a device analysis. It cannot be excluded that this occurrence resulted from component damage, leading to a quicker discharge of the battery. Should the device become available for analysis, the investigation and this report will be updated.

Event description:
After an implantation period of approximately 85 months, it was reported that a battery error was shown on the last two follow-ups. The device remains implanted at this time. Should additional information become available, this file will be updated.